Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had delivered a shocking sensation. It was determined that the leads had fractured because the patient had been performing "gorilla push-ups" as part of their work out routine. It was noted that the decision was made to surgically abandon the leads due to explant difficulties during the scheduled lead revision. New leads were implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had delivered a shocking sensation. It was determined that the leads had fractured because the patient had been performing "gorilla push-ups" as part of their work out routine. It was noted that the decision was made to surgically abandon the leads due to explant difficulties during the scheduled lead revision. New leads were implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.